Event description:
A healthcare professional (hcp) reported that during bilateral thyroidectomy, recurrent laryngeal nerve monitoring was performed. Du ring intubation in the surgery, the nerve could not be detected, and an extension had no signal. After guidance from the manufacturer, it still couldn't be used, and the recurrent laryngeal nerve could not be detected. The endotracheal tube was no longer used during the surgery. There was a delay with surgery and increased risk of surgery. No signal was detected from the tube and it took about 30 mins to adjust the position of the tube. There was no medical intervention, procedure or unexpected equipment performed due to the delay as it did not affect the surgery. The surgery was successfully completed, but the monitoring signal was not good, so no further monitoring. The sales representative went to the hospital for more information and learned that the patient was relatively obese and chose to have a small intubation. In addition, the change of intubation position during the surgery led to poor monitoring signal, but the whole surgery was not affected. There was no patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.